Event description:
(B)(6) health ((B)(6)) was identified to be using the oraquick hcv rapid antibody testing kit in oral manner and not by recommendations from the manufacturer for use in the united states, and only recommends using the fingerstick blood collection method. (B)(6) has stopped performing the test until further notice and is working with the (B)(6) department of health related to contacting the patients potentially impacted by this, who received a (B)(6) hcv result. (B)(6) is conducting this outreach and offering blood draws at the health center's (B)(6) location to all patients at no cost to the patient. All staff are undergoing training with the manufacturer and a new competency test is being identified. The manufacturer packaging is identical to the packaging for the kits allowed in EU to use in an oral manner and almost identical to the oraquick hiv rapid testing which is performed in an oral manner. The orasure, oraquick hcv test has been used at (B)(6) since at least 2015. We are currently in outreach with 622 patients identified to have received (B)(6) results during that timeframe, regardless of the manner in which the test was performed as some of the staff may have been using the fingerstick method. Route: using orally, not by MFR guidelines. Dates of use: 3.5 years. Diagnosis: use in pts with a risk for hepatitis c.